Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard their implantable cardioverter defibrillator (ICD) alarming and went to their clinic where it was determined that their right ventricular (rv) lead exhibited high impedance, elevated sensing integrity counter (sic), non-sustained ventricular tachycardia episodes, and was fractured. Therapies were deactivated and the the lead was abandoned and replaced. No patient complications have been reported as a result of this event.